Manufacturer narrative:
Citation: roberts w et al. Mitral valve replacement after failed mitral ring insertion with or without leaflet/chordal repair for pure mitral regurgitation. Am j cardiol. 2016 jun 1;117(11):1790-807. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding unfortunate consequences of mitral valve repair with ring or band implantation. The study population included 29 patients (predominantly male; mean age 61 years), four of which were implanted with medtronic duran ring and one of which was implanted with medtronic ats simulus semi-rigid band. The serial numbers were not provided. Patient 6: a (B)(6) year-old male with mitral valve prolapse had a 33-mm duran ring implanted 91 days prior to the mitral valve replacement. The patient required a mechanical valve implant due to leaflet repair breakdown and severe mitral regurgitation. At the time of the replacement, it was reported that the mitral annulus was dilated, the distance from the mitral annular region to the distal margin of anterior mitral leaflet was elongated, and fibrous tissue covered the ring. No additional adverse patient effects were reported regarding medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.